Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The up button is permanently active due to external mechanical damage. When the pump was in run mode while the button went permanently active, it is possible as mentioned by the customer that the pump switched into quick bolus menu but no programming or delivering of a bolus could be performed.

Event description:
Reporter stated the menu, check, and up/down buttons on the infusion device do not function. Further, the infusion device spontaneously entered the quick bolus feature but the bolus was not confirmed. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).